Event description:
The hummingbird disposable will not keep a prime. It keeps repriming more frequently that q1h. The control module was replaced multiple times and it was determined it was not the control unit. FDA safety report ID# (B)(4).